Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3487a. Product type: lead: product ID neu_unknown_lead. Product type: lead. (B)(4).

Event description:
It was reported that one of a trial patient¿s ¿sub q quad¿ leads was not working. Impedances readings were reported to have been greater than 10 ,000 ohms, and the patient did not feel stimulation even at 10 v. A different multi-lead trialing cable port was tried but it was still not working. No extension was used. It was reported the manufacturer¿s representative would program the other leads and continue the trial. It was later reported the reporter was unable to adjust stimulation with the patient programmer. The patient was unable to communicate with the external neurostimulator (ens), and it was suspected the ens batteries were low. It was reported the patient would buy new batteries and replace. It was later reported the trial ended 4 days after initial report, and all leads were removed. The patient had received good coverage with functioning leads. The patient was reported as doing fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient saw the "disconnected" screen. It was noted the patient was getting no stimulation.